Event description:
Customer was hospitalized for diabetic ketoacidosis. Customer changed the infusion set two days prior to being hospitalized. Troubleshooting was performed and pump passed the prime test. Tubing clamp was not available for high pressure test. Customer later called to report a no delivery alarm during the manual prime.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best or our knowledge.